Manufacturer narrative:
Carefusion file identifier: (B)(4) . Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The customer sent the user interface module (uim) to carefusion for the repair and evaluation. The suspect component will be routed to carefusion's failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported the touchscreen on this avea ventilator is unresponsive to touch commands. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect control board serial number (B)(4) for investigation. The carefusion failure analysis lab (fa) evaluated the control board on a test user interface module by performing the touchscreen display calibration which passed, pcb heat testing, power cycle startup, physical/visual inspection. The fa lab was able to duplicate the reported event by the customer. At this time the root cause is associated equipment out of calibration. This issue will be internally investigated within carefusion.